Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a broken battery door. Event log history was performed and indicated that check syringe sensor and a2d reference voltage bgnd test were recorded in history. During analysis, both errors were found during power up. It was noted that incorrect assembly on both plates by customer and main board not operating as intended were the caused of the reported issue. Service reassembled both of the timing plates and replaced the main board to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump displayed check plunger sensor at first and then turned off and powered on again. It was also reported that the pump displayed a2d reference voltage bent test. No adverse effects were reported.